Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the sample or any visual evidence to review, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Physician intended to use a micro introducer kit during patient treatment. IFU was followed. It is reported the sheath separated from the dilator hub. The device could not be used successfully but all pieces were accounted for. No patient injury reported.